Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed a lead safety switch (lss). The patient was seen in clinic for follow up. Multiple impedance measurements were sampled and were normal. The lss function was reset. The patient will continue to be monitored. There were no adverse patient effects reported. The lead remains in service.

Event description:
Boston scientific received information that a additional lss had been triggered. Noise was also present. Isometrics did not reveal any changes. Ts recommended that an x-ray be performed. Requests for additional information were made but unsuccessful. There were no adverse patient effects. The lead remains in service.